Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Lens is scratched and uso (upstream occlusion) sensor seal worn. Performed functional testing. The customer reported an "over-delivery" issue, which was found to be non-duplicative. Three accuracy tests were performed, with results of 18.8, 18.8, and 20.2, all of which fell within the manufacturing specifications for accuracy. No root cause was determined as no problem was found. No repair was needed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device over delivered twice during annual testing. There was no patient involvement, and no patient harm/adverse event reported.